Event description:
A supplemental report is being submitted due to the completion of the investigation on 16-oct-2024. Responses to follow up questions provided by sales rep via email on 13-aug-2024: 1. Are images of the device or procedure available? No. 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end)? Patient end. 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no. Please specify if yes. No. 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No. 5. If the device is a procore needle, is the device damage located at the notch / core trap? N/a, yes, no. If no, please specify where the damage is located: appeared to be before the notch - broken needle sent back to the company. 6. Was gaining access to the target site difficult? It was an 11r node, which are often a little tricky to access. 7. Was the device used in a tortuous position? The sheath was out in place, and there was some thumb down on the scope to access the node. 8. Was puncture of the target site difficult? Yes, it was a little difficult puncture 9. Please describe the anatomical location of the intended target site (pancreas, stomach, lungs etc.). Lung. A. If the lungs, which lymph node was being targeted? 11r. 10. Please describe the size of the intended target site. 1cm. 11. If not with the device in question, how was the procedure performed and/or finished? We had finished sampling at the point it broke. 12. Was the device damaged in packaging prior to removal? No. 13. Was the device damaged on removal from packaging? No. 14. Was force required to remove the device? No. 15. Did the patient require any additional procedures as a result of this event? Yes. 16. What intervention (if any) was required? Ogd. 17. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure - luckily there was a gastroenterologist in the next room. 18. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? Yes, the tip of the needle was missing. 19. If yes, please specify what was observed and where on the device it was observed. Needle tip was logged in the node. 20. What is the scope manufacturer and model number that was used? Given to the cook rep. 21. Was resistance felt while inserting the device through the scope? No. 22. Was the scope recently serviced / repaired? As per local / scope guidelines. 23. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? On needle retraction / sample processing. 24. Was the syringe used during the procedure, after the stylet was removed? No. 25. Was difficulty experienced while retracting the needle? No. 26. Was it possible to fully retract the needle into the sheath before removing the device from the patient? Yes, but the needle tip was missing. 27. Was the endoscope in a flexed or twisted position at any time during the procedure? To reach the node there was some thumb down on the scope, but nothing out of the ordinary. 28. Was the stylet partially removed when advancing the needle into the target site? Yes, very slightly as per normal use. 29. How many samples were obtained (passes completed) with this needle? This was the second node sampled, 6 passes before it broke y. 30. Did any section of the device detach inside the patient? Yes, the needle tip if yes, please specify: needle tip. 31. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. 32. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No. 33. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? No. 34. If an ebus procedure did the needle tip hit the cartilage rings of the trachea?¿ don't think so.

Manufacturer narrative:
PMA/510(k)#: k210476. Device evaluation: 1 unit of lot: c2168094 of echo-hd-22-ebus-o-c were returned opened not in its original packaging. Severe kink observed below sheath extender. Device returned with two very small broken pieces of distal end of needle returned separately to device. Attempted to advance needle handle but unable to due to the severe kink below the sheath extender. Through the investigation it was established that the proximal needle kink below the sheath extender which was observed during the lab evaluation most likely occurred during the transport returns process. Manufacturing records: prior to distribution, all echo-hd-22-ebus-o-c devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-hd-22-ebus-o-c of lot number: c2168094 did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label: the notes section of the instructions for use, ifu0109 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿ and "ensure the stylet is fully inserted when advancing the needle into the target site". There is evidence to suggest that the customer did not follow the instructions for use in relation to the use of the stylet (ifu0109). Image review: an image was provided to support the complaint investigation. This was reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer. The single image demonstrates the fractured needle tip in the stomach lumen. There is no discussion about the procedure, besides this fracture occurred during the biopsy of a second lymph node. One could conceive multiple potential scenarios that may contribute to the fracture of the needle tip, including severe angulation of the needle as it exited the scope, a bend/kink acquired in the needle as it was loaded into the scope, or potentially a manufacturing defect. Without additional information and/or images from the procedure, the cause of the fracture is indeterminate. Root cause analysis: a definitive root cause could be attributed to user error as the stylet should not be partially (or fully) removed prior to advancement of the needle into intended targeted site. As the stylet provides support to the needle for puncture this would have led to the distal tip of the needle to break. As per q.8 of the additional questions it is also possible that the device being used in a difficult puncture site may also have contributed to the distal needle break. Summary: complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The fractured needle was inadvertently dropped into the patient¿s esophagus which required a referral to a gastroenterology physicians to perform a gastroscope retrieval of the needle from stomach. Complaints of this nature will continue to be monitored for similar events.

Event description:
We had an issue with one of the cook needles today ¿ on the second node we were sampling, the needle tip broke off and ended up lodged in the airway. We managed to get it out with some forceps, but the patient unfortunately swallowed it when we were extubating him, and went on to have an ogd to remove the needle tip. I have kept the tip and the needle in case you / the company wants to inspect it. As per customer complaint form: " it appeared that there was difficulty around the patients vocal chords and fractured needle was inadvertently dropped into the patients esophagus. Requiring a referral to a gastroenterology physicians to perform a gastroscope retrieval of the needle from stomach." Ogd to remove the needle tip. A section of the device did remain inside the patient¿s body. Bronchoscopy forceps were used inside a bronchoscope to retrieve the fractured needle. Upon pulling the broken needle up with bronch forceps and bronch (all as one unit). It appeared that there was difficulty around the patients vocal chords and fractured needle was inadvertently dropped into the patients esophagus. Requiring a referral to a gastroenterology physicians to perform a gastroscope retrieval of the needle from stomach (photos provided). The patient did not require additional procedures due to this occurrence. Ch (all as one unit). It appeared that there was difficulty around the patients vocal chords and fractured needle was inadvertently dropped into the patients esophagus. Requiring a referral to a gastroenterology physicians to perform a gastroscope retrieval of the needle from stomach.

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.